Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), prior to the placement of the 26mm sapien 3 valve in a failing edwards 23mm perimount magna valve, the physician attempted to crack the sewing ring using a true balloon. The team was unable to crack the sewing ring, as the true balloon burst. The ruptured balloon was removed with the esheath, with no injury to the patient. The 26mm sapien 3 valve was placed in the perimount, with no issues. There was none-trace pvl. The proctor then decided to again attempt to crack the sewing ring. The true balloon burst again. This time, the proctor pulled the ruptured balloon completely out of the esheath, while the sheath was still in the patient, causing the hemostasis valves in the sheath to invert. The patient began to lose blood, and hemostats were placed on the sheath. The patient required 2 units of blood and the eventual placement of a covered stent due to a femoral perforation. When the sheath was removed, it was seen that the liner was torn, starting about one inch from the tip. The sheath was discarded. It is possible that pulling the ruptured true balloon through the sheath caused the liner tear.

Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No photographs, video, or imagery of used device were provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints were reviewed and did not reveal any manufacturing related issues that would have contributed to the complaints. Review of lot history for the related work order revealed no other similar complaints related to ¿sheath shaft ¿ liner torn¿. A review of complaint history from september 2017 to august 2018 revealed additional returned complaints for ¿sheath shaft ¿ liner torn¿ for the 14f and 16f edwards esheath (all models). Twenty seven complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Factors that can cause damage to the liner include a tortuous and calcified patient anatomy along with incomplete deflation of compatible balloon device prior to removal. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary written by edwards lifesciences. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Eight complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors such as vessel diameter, calcification/tortuosity, or angle of insertion may have contributed to the complaint events. Eight complaints are pending engineering evaluation.  Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿damaged¿. A review of complaint history from september 2017 to august 2018 revealed no additional returned complaints for ¿sheath housing, hemostasis valve ¿ damaged¿ for the 14f and 16f edwards esheath (all models). Additionally, the occurrence rate did not exceed the august 2018 control limit for the trend category ¿damaged¿. The us esheath IFU, device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. In the procedure, the esheath damage occurred upon removal of a burst non-edwards (true) balloon. Edwards training material does not cover use of non-edwards devices; however, the procedural training manual does indicate steps that should be taken upon removal of a burst edwards balloon. The procedural training manual was therefore reviewed for reference regarding what to do in the case of a burst balloon. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); circumferential oriented surface defects, protruding/missing material, dents, cuts; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief, delamination, witness lines with exposed ptfe liner, remnant lines (white lines), seam separation, stress line(s) in the liner; notches on the bottom side of the liner when holding the housing in the left hand; flash and excess material;  and serrated transition, holes, or rough surface of tears in the tip. During the manufacturing process the esheath housing valves were 100% visually inspected under minimum 3x magnification for mechanical damage like holes, tears and breaks. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sample devices from each lot were tested and inspected during product verification (pv) testing. The testing included visual inspection for damage pre- and post- expander insertion, as well as sheath hemostasis testing to determine if there were any leaks. All sample units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since no photographs, imagery, or devices were returned, the complaints for ¿sheath shaft ¿liner torn¿ and ¿sheath housing, hemostasis valve ¿ damaged¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Medical opinion states ¿it is possible that pulling the ruptured true balloon through the sheath caused the liner tear.¿ withdrawing a ruptured balloon with an altered balloon profile could have resulted in the balloon catching on the liner and contributing to a tear. Additionally, it is likely that the ruptured balloon may have caught on the hemostasis valve of the sheath during withdrawal and contributed to the inverting of the hemostasis disk. As such, available information suggested that procedural factors (withdrawing a damaged and incompatible device) may have likely led to the reported event; however, a definitive root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, therefore no further corrective/preventative actions are required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. Due to the device and/or applicable imagery/photographs not being returned for evaluation, the complaints of ¿sheath shaft ¿ liner torn¿ and ¿sheath housing, hemostasis valve ¿ damaged¿ were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the complaint events. Available information suggests that procedural factors (withdrawing a damaged incompatible device) may have contributed to the event. No labeling or IFU/training materials inadequacies have been identified. A review of complaint history for the month of august 2018 revealed that the occurrence rates did not exceed the control limits for the trend categories related to the failure modes. No corrective or preventive actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.